Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sore between her breast and her armpit from the garment. The sore was open but no report of puss. There was no alleged device malfunction contributing to the irritation. Patient was admitted to the hospital and the sore was being treated. It is not clear if the patient was admitted solely for the sore or other issues unrelated to the sore that the patient was experiencing. Outcome of the sore is unknown.